Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that log files noted that the patient was not connected to power, even though they were in the hospital. The log file review showed intermittent speed drops and pump stops, that appeared to be consistent with phase to phase in the driveline. A short to shield was confirmed. There were no additional alarms, and the patient was stable at home.

Event description:
It was reported that the patient experienced a pump stop alarm and was admitted to the hospital. The log files were downloaded and found intermittent speed drops and pump stops, occurring on power module and batteries. A short to shield was expected. Low battery hazard and low flow alarms were also noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.